Event description:
Pt experienced lightheadedness, sob, fatigue. Unable to evaluate pacemaker (which was implanted at another institution) in office. Pt sent to ER. Pacemaker unable to communicate with programmer. Surgery performed to replace pacemaker. Company (medtronic) engineer able to determine atrial channel elevate impedance.